Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the mildly tortuous superficial femoral artery. After pre-dilation was performed, a stent was implanted. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was then advanced for post-dilation. The balloon was inflated three times, but did not fully inflate. The balloon was then deflated, however it failed to deflate. The device was strongly pulled to remove and no segment was left inside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the mildly tortuous superficial femoral artery. After pre-dilation was performed, a stent was implanted. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was then advanced for post-dilation. The balloon was inflated three times, but did not fully inflate. The balloon was then deflated, however it failed to deflate. The device was strongly pulled to remove and no segment was left inside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.